Event description:
Caller states that the device read 226mg/dl while a lab drawn within 10 minutes read 75 mg/dl with plasma and 79mg/dl with serum. No treatment received based on device result. Quality controls were used and reportedly fell outside acceptable limits.